Event description:
The customer reported that the system experienced communication errors. This error is likely to result in a system lock up or prevent the system form booting to a usable state. There is no report of injury or death.

Manufacturer narrative:
A ge representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.